Event description:
It was reported by the customer that the insulin pump display screen was blank. Customer stated they are treating with manual injections and that they attempted to replace the batteries but that it did not resolve the problem. During troubleshooting, customer was asked if the device show physical damage and customer stated it does not. Next, customer was asked if the battery compartment appeared damaged. Customer stated it does not. Afterwards, customer was advised to clean battery cap with cotton swab and reinsert batteries. Customer stated display did return but act button is unresponsive. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 155 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Manufacturer narrative:
The insulin pump was received with blank display due to open traces of lcd driver on lcd board. The insulin pump has scratched lcd window, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.